Event description:
The customer originally returned his olympus evis exera iii gastrointestinal videoscope due to an unspecified air/water leakage issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. The investigation team, given the provided information, has determined that the subject device has undergone insufficient reprocessing. This report is being submitted to capture that insufficient reprocessing.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the air/water nozzle was clogged with a solid foreign material. Additionally, the bending section cover glue was worn and lifted, the plastic distal end cover was scratched, switch 1 was worn, insufficient angulation, and insulation failure were found; however, however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing of the scope. Olympus will continue to monitor field performance for this device.